Manufacturer narrative:
(B)(4) captures the first re-operation which also resulted in serious injury to the patient. This MDR captures the second re-operation necessary to fix the small bowl obstruction. Once this operation was complete, the patient was doing better. (B)(4).

Event description:
Continued from (B)(4) for first re-operation. According to the reporter, the anastomosis during a hemicolectomy, was revised using another stapler. After the procedure, the patient was found to have a small bowl obstruction just next to the new colonic anastomosis. The patient was re-operated on for a second time. The new anastomosis was again one big inflammatory mass with multiple loops of small adherent to it. The anastomosis was resected and an end left sided colostomy was made. During the second resected anastomosis, the surgeon noticed fibrosis with foreign body reaction. The patient took five or six days to open up. His colostomy is working now but he has some on off cramps. He's still in the hospital. Patient experienced an allergic reaction to anastomosis at site of staple line on 1st and 2nd surgery. There was unanticipated tissue loss and tissue damage. No other adverse events reported.